Event description:
It was reported that preoperatively, the clip could not be loaded, the jaws only closed when the handle was squeezed, which resulted in dry firing. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: a1 additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially fired with eighteen clips remaining in the channel. One fully formed clip was jammed in the center of the clip channel preventing the clips from advancing. The ratchet function was engaged. Functional testing found that the formed clip could not be removed without causing damage to the instrument cover. It was reported that preoperatively, the clip could not be loaded, the jaws only closed when the handle was squeezed, which resulted in dry firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the user positions the instrument vertically and fires in air. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.